Manufacturer narrative:
The user reported differences between sg and bg readings.based on a review of the sensor data available in the data management system (dms), there was some variability in the sensor values, and the user was in the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization . The user was advised to perform a sensor re-link to allow the system to re-initialize and converge faster. However, the user was unresponsive to multiple contact attempts. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.